Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was a white substance on the outer insulation. It was noted that the distal conductor was distorted, the proximal conductor was distorted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and there was blood in/on the helix mechanism.

Event description:
It was reported that the right ventricular lead experienced high threshold, high impedance, and possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.